Manufacturer narrative:
Describe event or problem, corrected data: initial report inadvertently stated "no relevant surgery is confirmed to have occurred to date." Instead of "the patient underwent vns repositioning surgery."

Event description:
The patient underwent vns repositioning surgery.

Event description:
It was reported that the patient was referred for vns repositioning surgery or possible generator replacement due to generator extrusion. Follow up with the physician revealed that the migration and the extrusion of the vns were unrelated to the vns. No relevant surgery is confirmed to have occurred to date. No additional relevant information has been received to date.